Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient suffered from twiddler's syndrome and presented for pocket revision on (B)(6) 2018. During procedure, the right ventricular lead exhibited insulation break and was repaired with medical adhesive. All electrical measurements were stable and the system remained implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
Correction: this correction is to correct the previous submitted event date. The event date should have been (b(6) 2018. Correction: this correction is to correct the previously mentioned date in the event description. The date should have been (B)(6) 2018. Correction: this correction is to correct the previously submitted date received by the manufacturer. The date received should have been 11/28/2018.

Event description:
It was reported the patient suffered from twiddler's syndrome and presented for pocket revision on (B)(6) 2018. During procedure, the right ventricular lead exhibited insulation break and was repaired with medical adhesive. All electrical measurements were stable and the system remained implanted. The patient was stable throughout the procedure.